Manufacturer narrative:
Final analysis found that the outer insulation and outer coil were damaged at 25.5 cm from the connector pin, due to clavicular crush. The lead failed all electrical tests due to the fractured outer coil, damaged inner insulation and exposer of the inner coil.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the right atrial lead exhibited noise; insulation anomaly was noted on the lead. The lead was explanted and replaced.